Manufacturer narrative:
(B)(4). Batch # unk. Unknown; captured as awareness date. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: what was the indication for surgery? No further information is available. What was the procedure? Open lobectomy. How was the post-op bleeding identified? An emergency surgery was performed and identified. How many days postoperative was the bleeding identified? It was identified next morning after the surgery. What was the total estimated blood loss (ml)? No further information is available. Was a transfusion required? No further information is available. What was the pre and postoperative anti-coagulant and pain management protocol? No further information is available. Was the bleeding intraluminal or extraluminal? No further information is available. Where was the suture line reinforcement applied on the lung? The interlobar. Where was it in terms of relevance¿s to the pa? No further information is available. Where exactly was the tear noted on pulmonary artery at time of re-exploration? No further information is available. What other branches of pulmonary artery and vein were divided during initial procedure? No further information is available. The damaged pulmonary artery was not skeletonized. Did patient have pre-op chemotherapy or radiation? No further information is available. What staplers were fired utilizing the staple line reinforcement? Powered echelon. Unknown cartridge. Why does the surgeon believe the staple line reinforcement possibly caused the pulmonary artery injury? The surgeon was not sure what caused this case, but it could be one of the possibility. Can they describe the finding at the time of re-exploration? No further information is available. Any difficulty with firing the device? No. Any staple formation issue during the initial procedure? No. Was the procedure, open, robotic or vats? Open. Any video or images available for review? None of video or images are available. No further information will be provided." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what lobe was resected? What was the indication for surgery? Was the pa branch divided? How was it divided? Where was the buttressing material used? Anatomically, what was relationship between the staple line placement with the buttressing material and the injured portion of the pa?

Event description:
It was reported that after a respiratory surgery, a device with the slr was used on the interlobar. No problem was observed at a leak test, and no bleeding occurred during use. However, the patient¿s condition suddenly changed when he moved his body during rehabilitation the next morning. An emergency surgery was performed. It was found that the pa near the hilum of the lung was torn, and massive bleeding occurred. There is a possibility that the slr touched the pa during rehabilitation. The patient is in a state of brain death due to hemorrhagic shock and hypoxia. The patient is a (B)(6) male. He is hospitalized on a ventilator. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 7/21/2022 h6: health effect clinical code

Manufacturer narrative:
(B)(4). Date sent: 12/21/2021 . Additional information was requested, and the following was obtained: this surgery was performed on a patient who had been on chemotherapy for a long time. Therefore, the surgery was performed with a large open chest wound. Because it was a large open chest surgery and because of the wishes of the hospital and the surgeon, it was difficult to obtain videos and photos. The surgeon confirmed intraoperatively and prior to chest closure that there were no air leaks or bleeding; the stapler used for the slr was a powered echelon with gold or black cartridges. Later, when the patient moved for rehabilitation the next day, there was a change in his condition. Therefore, the surgeon assumed slr as one of the possibilities, as it was not a problem that had occurred during the surgery, but something that may have come in contact with the pa after the surgery. However, the surgeon is very appreciative of the performance of the slr and continues to use it. Additional information requested: what lobe was resected? : we have not been able to confirm whether it is the right or left lung. What was the indication for surgery? : the patient had a long history of preoperative chemotherapy. Was the pa branch divided? How was it divided?: bleeding from pa with untreated vascular sheath. Where was the buttressing material used?: buttressing material (slr) was used during interlobar formation. Anatomically, what was relationship between the staple line placement with the buttressing material and the injured portion of the pa? We have not been able to confirm the detailed surgical technique or the position of the slr in relation to the pa.